Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by MFR: wolverine cb mr, ous 15mmx3.25mm balloon delivery system was returned for product analysis. A visual examination identified that the balloon was in a deflated state. No issues were noted with the balloon of the device that may have potentially contributed to the complaint incident. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual, microscopic, and tactile examination of the hypotube shaft identified some kinking along the length of hypotube. The device was received with the guidewire, used by the customer, inserted through the tip and wire lumen. Using a snap gauge, the outer diameter was measured and was within specification. A microscopic examination of the extrusion shaft found that the inner/wire lumen was stretched and bunched at 4.7cm from the tip. As a result of the damage to the wire lumen, it was not possible to remove the wire or test for insertion and removal difficulties through a recommended 5 french size guide catheter. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was difficult to remove. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the physician could not pull back the wolverine through the guide catheter. The balloon was completely removed from the patient and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that the balloon was difficult to remove. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the physician could not pull back the wolverine through the guide catheter. The balloon was completely removed from the patient and the procedure was completed. No patient complications were reported.